Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 619 mg/dl and diabetic ketoacidosis. The day she went into the emergency room she could not find her insulin pump. She fell asleep and woke up at 3am throwing up; she was then taken to the hospital. No products were returned since the customer still could not find her pump and a replacement pump was shipped to her.